Manufacturer narrative:
Wu, p., liu, y., cai, d., song, b., zhao, l., & kong, g. (2026). Water vapor thermal therapy for patients with large prostates (greater than or equal to 80 ml): initial real-world data from china. International urology and nephrology, 58(2), 453-458. Https://doi.org/10.1007/s11255-025-04667-z.

Event description:
It was reported to boston scientific via an article published in international urology and nephrology that a retrospective study was conducted between january 2023 and september 2024 to evaluate the safety and efficacy of water vapor thermal therapy for the treatment of benign prostatic hyperplasia in patients with large prostates (higher or equal than 80 ml). A total of 57 patients with a mean age of 74 years old underwent the procedure, with 39 patients completing a 3-month postoperative follow-up. Preoperatively, patients presented with complications related to the underlying disease, including urinary tract infections (40.35%), urinary retention (28.07%), bladder stones (7.02%), and inguinal hernia (5.26%), as well as 52.63% requiring an indwelling catheter; these were considered disease-related and not attributed to the device. Postoperatively, procedure-related complications were reported in 15.38% of patients and included urinary tract infections (12.82%), all treated with oral antibiotics, and erectile dysfunction (2.56%). No severe complications were reported. Additionally, 5.13% of patients required surgical retreatment. Subgroup analysis between patients with and without a prostatic median lobe showed no significant differences in complication rates or outcomes. The article reports these postoperative complications; however, it does not explicitly attribute them to a device malfunction.